Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad button contacts. This report is made based on results of investigation completed on 07/01/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to this issue, the keypad cover was observed to be torn off at the ok button, exposing the button contact. (B)(6).